Event description:
It was reported that there was a transfer set leak during peritoneal dialysis therapy. The leak was observed in the middle section of the transfer set tube. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned to baxter healthcare for evaluation. Upon naked eye and microscopic visual inspection, a cut was noted in the tubing of the returned device. Leak testing on the device identified the reported leak to be originating from the cut in the tubing. Clear passage testing, clamp function testing, torque testing, and device-device interaction testing were performed with no issues noted. The uv spike diameter measurement was found to be within product specifications and the integrity of seal surface testing was performed with no abnormalities noted. Upon conclusion of the evaluation, the reported leak was verified and the cause was determined to be a cut in the tubing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.